Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had time clock anomaly. Customer¿s blood glucose level was unknown at the time of incident. Customer states that the clock loose time about 1-2 minutes slower. The customer stated that the piece of plastic broke around the reservoir opening and the plastic was chipping off. The insulin pump will not be returned for analysis.